Event description:
It was reported that the endovascular stent graft failed to deploy and upon retracting the delivery system, the stent graft partially deployed in the vessel. The stent graft was left in place and another was implanted at the intended treatment site w/o incident. There was no report of injury to the pt.

Manufacturer narrative:
The device history records are currently being reviewed. The sample has not yet been returned to the MFR. The investigation is currently underway.